Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic resection of a trophoblastic retention, the loop of the resection device broke. It became stuck in the retention and was recovered under hysteroscopy after a long search. The duration of the operation was extended, with no reports of further patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The loop of the device had broken off. The broken loop was returned separately. Based on the results of the investigation, the definitive root cause of the loop breakage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 investigation conclusion code.